Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that several laser probes had intermittent firing. The probes were replaced to complete surgery. Additional information was received indicating a site visit was performed on the system. Additional information has been requested.